Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.(B)(4).

Event description:
Allegedly the patient had uncomfortable feeling after primary surgery 2009. The surgeon found that the cup came away and that the pelvis fractured. Revision surgery was performed (B)(6) 2013 and at that time it was found that the head/neck junction had turned to black there was evidence of cup loosening. Normal activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-618, 00619. This event occurred in (B)(6).